Event description:
It was reported that the patient was presented to the emergency room complaining of chest pain. Further evaluation revealed the lead had perforated the right ventricle. The lead was repositioned to the ventricular septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.